Event description:
It was reported that this atrial lead was an attempted implant. During the procedure the pace impedance was persistently less than 100 ohms, despite trying multiple positions. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this atrial lead was an attempted implant. During the procedure the pace impedance was persistently less than 100 ohms, despite trying multiple positions. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.